Event description:
While wearing the external equipment, the pt reortedly experienced an overly loud sensation followed by no sound perception. The pt was seen by a company rep. For device evaluation. The pt was unable to perceive sound. Testing performed confirmed that the device was functioning. The decision was made to explant the pt's device. Surgery has been scheduled to explant the device.